Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they stopped feeling vibrations and started to leak again. They tried to connect with their implant, but were unable to , the communicator was unable to communicate with stimulator. On the call, the patient hit 'find device', but then 'device is not responding' came up immediately. They stated they are placing the communicator where they always do, but still get are not able to connect. They restarted the handset which did not resolve the issue. The handset does not go to 'communicating', it goes to 'device is not responding' immediately. The patient does not have an issue charging the stimulator with the recharger. Ps emailed repair for a new communicator and suggested pt follow up with their doctor if issue is not resolved.